Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2005, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol marlex, (B)(4), lot number 43eod007 was implanted to repair the hernia defect. It is alleged that a year later on (B)(6) 2006, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due tot the defective marlex.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the expiry and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of bard flat mesh, patient was diagnosed with mesh infection thereby underwent repair with removal of mesh. In regards to infection, the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records shows the product was manufactured to specification. Corrected fields: d4 (expiry date), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2005, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol marlex, reference number 0112650, lot number 43eod007 was implanted to repair the hernia defect. It is alleged that a year later on 10/06/2006, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due tot the defective marlex. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿the fascia and hernia sac are dissected free, and the defect was repaired with sutures. Following this, a bard flat mesh was placed over the repair and tacked to the underlying fascia with interrupted sutures." (B)(6) 2006 - patient was diagnosed with infected mesh thereby underwent repair with removal of mesh. Per operative notes, ¿the inflammatory response extends up to the base of the umbilicus. Then the mesh was completely removed and resultant defect was then closed with sutures.¿ attorney alleges that the patient had pain and infection.